Event description:
Customer reported that they had a failure to attach a bravo capsule. They placed the capsule and after the physician pressed the plunger/turned it seemed to function normally, but when they removed found capsule had not attached to the pt. The pt didn't suffer from any adverse event during the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.